Manufacturer narrative:
Initial.

Event description:
It was reported that a user and caregiver were unable to attach the cartridge connector to the ilet despite confirming a proper rewind, correct cartridge orientation, and correct connector attachment; the issue resolved after switching to a new connector, and replacement supplies were arranged. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no hyperglycemia or hypoglycemia, and no medical care or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a connector attachment difficulty that was resolved through replacement of the disposable connector, indicating a use- or component-related interface issue without device malfunction evidence. It was concluded, based on previously established findings for similar reports, that the cause was an isolated connector interface issue addressed through user guidance and replacement.